Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 01/24/2023 by a sales representative via sems that an ar-9236-01pp and ar-9236-02pp glenoid trial center peg broke off. Case involvement, no patient effect. Additional information requested confirmation via email, device broke during use.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, the central peg is broken off. However, the broken piece was not returned for investigation. The cause remains undetermined.